Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after cori assisted surgery, it was not possible to get the burr out of the ri robotic drill attachment. Also, the ri robotic drill attachment and the real intelligence robotic drill tracker are stuck in the real intelligence robotic drill. Procedure had been completed, without any delay, with the same device. No patient complications were reported.

Manufacturer narrative:
H6: the ri robotic drill attachment, part number rob10015, used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, or part revision is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the quality team has been notified for further investigation. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose drill attachment retaining nut. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.